Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. It is noted that the surgeon felt the failed 50mm cup was undersized, and so he revised to a 58mm cup. X-rays have not been provided to assess the shell's size in relation to the patient's anatomy, however the increase from a 50mm shell to a 58mm shell at revision is substantial. The patient's bone quality is unknown. Implant operative notes have not been provided for review. A definitive root cause cannot be determined, however the appearance of the biological substance on the back side of the shell and the substantial increase of the revision shell corroborate with the revising surgeon's opinion that the primary shell was not of an appropriate size and did not achieve proper fixation. Attempts have been made to obtain additional information however, no information has been received to date. The devices were not returned, however photos were returned and reviewed. The shell rim shows scuffs and abrasions, likely from the revision procedure. The concave surface of the shell has a good amount of biological adhesion, which appears to be more like soft tissue in nature. Review of the device history records did not find any deviations or anomalies.